Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported the low/high glucose alarm failed to alert them of changes in their glucose level. As a result, the customer experienced symptoms described as an "attack", seizure, and a loss of consciousness. The customer was unable to self-treat and received unspecified third party treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. Physical investigation of product is not anticipated as reporter indicated device was discarded. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported the low/high glucose alarm failed to alert them of changes in their glucose level. As a result, the customer experienced symptoms described as an "attack", seizure, and a loss of consciousness. The customer was unable to self-treat and received unspecified third party treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.